Event description:
The customer alleged they received questionable tina-quant albumin (alb) results for one patient on their p-module. The patient's samples were urine aliquot samples. The patient's initial alb result was 4.40 mg/dl and it was reported outside the laboratory. The doctor did not believe the initial result as the patient's total protein from a serum sample was very low. The patient had a second sample collected and tested. The alb result was 2.04 mg/dl and it was reports outside the laboratory. The doctor did not believe this result either. The first sample was repeated and the result was 3.80 mg/dl. The first sample was diluted 1:5 and the result was 564.89 mg/dl accompanied by a data flag. The first sample was then diluted 1:100 and the result was 871.57 mg/dl. The second sample was diluted 1:5 and the result was 447.65 mg/dl accompanied by a data flag. The second sample was then diluted 1:100 and the result was 982.92 mg/dl. There were no adverse events. The alb reagent lot number was 663189 and the expiration date was 02/27/2014. It was determined the customer was not using the antigen excess application available on the p-module. The customer was informed that the application was available on the p-module. The customer has switched the alb test to their integra 400 analyzer.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.